Event description:
After completion of the case, it was noted a team member that the light handle was not intact and was immediately reported to attending physician. Light handle and package it came in saved. Light handle from titanium rib pack. (B)(4). Item #800568002, lot# 030579b, exp: 11/30/2017. Expansion of right vertical expandable prosthetic titanium rib prosthesis, expansion of left medial vertical expandable prosthetic titanium rib prosthesis.